Event description:
It was reported that the hand piece for battery powered driver stopped working during surgery on an unknown date. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that the customer reported the item stopped working during surgery. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code gxl. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The additional evaluation service history review states no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is july 11, 2011. Placeholder.